Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 2000 mcg/ml at unknown dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the magnetic resonance imaging was not due to a problem with the manufacturer device or therapy. They were checking on osteomyelitis for this patient. The hcp did not believe the pump was related but he could not confirm on the call. The patient was admitted two days ago in the hospital. No further complications were reported.